Event description:
Event description guidant received information that during a routine pacemaker changeout procedure for normal battery depletion this atrial lead was explanted due to a lead fracture.